Event description:
Caregiver alleged they were sitting on the foot section of the bed when the foot section fell off the bed. The caregiver fell to the floor and hit their head. The hill-rom field technician spoke with the caregiver involved with this event and they did not report an injury. The foot section is removable and according to the field investigation the foot section was installed incorrectly by the facility. User manual instructs the user on the proper installation of the foot section. The technician performed an in-service regarding "how to secure the foot section and check for proper operation."